Manufacturer narrative:
The user reported false low glucose readings due to calibration inaccuracies. The case was escalated to the next level of support. The escalation team identified calibration inaccuracy as the root cause of the issue but the system was beginning to stabilize. The escalation team advised daily calibrations and monitored the system. After further monitoring, customer care confirmed improved sensor performance. As per dms, the user is currently using the system with up-to-date information. B4. Date of this report 27 jan 2026. G3. Date received by the manufacturer? 27 jan 2026. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.